Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report#1627487-2016-02208. It was reported the patient lost stimulation. Reportedly, x-rays confirm the leads have migrated. Diagnostic testing also revealed high impedance readings on all contacts. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-02208. It was reported surgical intervention was undertaken during which time both leads were explanted and replaced with new models. Stimulation was restored. The issue is resolved.